Event description:
It was reported that during a colorectal resection procedure, there was an incomplete staple line. Applied sutures to finish the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4).information is unavailable; device was not returned for evaluation.